Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the bevel gear pressure on the drive shaft was too low, bearings faulty and the temperature above specification. The device was repaired and returned to customer on 1/25/2013.

Event description:
Device was returned for service. During service, technician found the attachment becomes very hot. (B)(4).